Manufacturer narrative:
Device manufacture date: january 30, 2018 - february 1, 2018. The device was received for evaluation. Functional testing was performed and a leak/backflow was observed from the fillport. Further examination revealed the cause of the leak/backflow was due to a particulate matter under the device checkband. Ftir spectroscopy was performed and the particle was identified to be acrylic material which is the material of the device stressmember. The reported condition was verified. The cause of the particulate matter which caused the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pharmacist observed backflow from the filling port of a small volume infusor during filling. A backflow was observed in the syringe after 10ml of saline was filled into the device. The event occurred during filling with 5fu. There was no patient involvement. No additional information is available.